Manufacturer narrative:
The involved device has been returned but not yet evaluated. Therefore, the failure investigation was limited to the assessment of information provided by the user facility and evaluation of the retain sample of the involved lot number and product code combination. Inspection and testing of a sample from the reported product code found no defects or anomalies and confirmed that product performance specifications were met. A review of the device history record and shipping inspection record indicated that there were no production related problems from this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined, there is no indication that there was any relation to a defect or malfunction of the device. All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that upon attempting to pass a conquest balloon over the advantage wire the balloon became snagged at the joint of the wire. Follow up communication with the user facility confirmed: another wire attempted to be used and felt the same issue was occurring, wire coming apart at the fuse; procedure was completed and; the patient is reported doing "fine".

Manufacturer narrative:
The involved device was returned to the manufacturing facility in (B)(4). Visual inspection upon receipt did not find any anomalies, visual inspection upon receipt did not find any anomalies, such as a kink or break, which would have contributed to the reported coming apart of the urethane layer from the core wire. Magnifying inspection of the outer surface confirmed that the urethane layer was lifted apart from the core wire at the its proximal end. Based on the occurrence condition, it is likely to be have been generated when the proximal end of the urethane layer was caught by a device used in combination with the device. The outside diameter was measured and confirmed to meet the specifications, being comparable to that of a current product sample of the involved product code. The urethane layer was removed intentionally to check the adhesion level of the urethane coat to the core wire. There were not any anomalies, including a lifting of the urethane coat or a gap between the urethane coat and the core wire. A review of the device history record and shipping inspection record indicated that there were no production related problems from this lot number. A review of the complaint files confirmed that this lot has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description and appearance of the returned sample along with confirmation by simulation testing, it is likely that the actual sample was subjected to an external force which exceeded the strength limit of this product at the proximal end of the urethane coat, due to being caught in the device used in combination, resulting in the reported event. The potential for such an event is addressed in the product labeling with statements such as the following: the warnings / precautions section of the instructions-for-use do address the potential for such an event by stating that inappropriate manipulation of the glidewire advantage under certain conditions, such as when resistance is felt, "may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "if any resistance is felt, if the tips behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." And "when using a drug or a device concurrently with the glidewire advantage, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire advantage." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2014-00158 to provide additional information regarding evaluation of the returned sample.